Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. After performing two rounds of rad gain calibrations, there were still rings in the field on higher ma stations. An analog offset calibration was then performed, and all rings and streaking were gone. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that there was ring artifact on the images taken by the imaging system. There was a small amount of concentric rings on the scans. It was noted that the surgeon could still see everything that was necessary. There was no surgical delay due to this issue, and there was no impact on patient outcome.